Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after missed meal announcements, which led to algorithm maladaptation; the issue was associated with user operation and the user interface, and the user had been pausing the system when feeling low. Symptoms included elevated blood glucose with headache and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.